Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('3 days') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (yes). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 23-jan-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('painful sex') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvis pain"), kidney infection ("kidney infections"), seborrhoeic dermatitis ("subhorric dermatitis"), urinary tract infection ("uti's"), feeling abnormal ("brain fog") and intervertebral disc protrusion ("harniated l1-s5"). The patient was treated with surgery (essure removed, tubes and coils removal and back surgery). Essure was removed. At the time of the report, the dyspareunia, pelvic pain, kidney infection, urinary tract infection, feeling abnormal and intervertebral disc protrusion outcome was unknown and the seborrhoeic dermatitis had resolved. The reporter considered intervertebral disc protrusion to be unrelated to essure. The reporter considered dyspareunia, feeling abnormal, kidney infection, pelvic pain, seborrhoeic dermatitis and urinary tract infection to be related to essure. The reporter commented: 3 days recovery time for essure removal and bilateral salpingectomy. Concerning the injuries reported in this case, the following one/ones were reported via social media: dyspareunia and kidney infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report: seborrhoeic dermatitis, urinary tract infection, feeling abnormal and pelvic pain events were added. New reporter was added. On 23-mar-2020: information received via social media: no new clinical information and reporter information were added. On 23-mar-2020: social media source received: additional reporter information received event added: intervertebral disc prolapse based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('painful sex') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and kidney infection ("kidney infections"). The patient was treated with surgery (essure removed, tubes and coils removal). Essure was removed. At the time of the report, the dyspareunia and kidney infection outcome was unknown. The reporter considered dyspareunia and kidney infection to be related to essure. The reporter commented: 3 days recovery time for essure removal and bilateral salpingectomy. Concerning the injuries reported in this case, the following one/ones were reported via social media: dyspareunia and kidney infection most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report: reporter information and new events painful sex and kidney infections added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('3 days') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (yes). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.